Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 422 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting and the presence of high ketones. At the advice of his endocrinologist, patient's mother removed and replaced the pod. After removal, mother realized the needle never retracted back into the pod; this is an indication that a needle mechanism failure occurred. At the hospital, patient was treated with dextrose, an insulin drip and 2 bags of fluids; patient was also tested with finger sticks and labs were performed every 2 hours. Additionally, patient was prescribed long lasting insulin pens (basaglar kwikpen lantus solostar semglee), to be taken "as a last resort", up to 58 units per night as needed. The patient was released after spending 14 hours (overnight) in the hospital. The patient's blood glucose history is as follows: (B)(6).